Event description:
The customer reported that the balloon did not deflate. The event occurred before use. No patients injury was reported.

Manufacturer narrative:
One (B)(4) catheter was received for examination. The catheter tip appeared to be damaged. There was blood residue on the windings of the catheter tip. The proximal windings were found to have slipped distal on the catheter tip past the inflation holes trapping the inflation media inside the balloon. The distal windings also pulled off the tip of the catheter and there were no missing components. Warnings in the product IFU states "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures". Also "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum inflation volume or pull force". For this catheter the maximum pull force on the inflated balloon is 1.5 lbs per the IFU. The distal windings appeared to be in good condition and there are no missing components. The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release.